Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. The pod was removed and disposed of at the hospital. A new pod was applied for treatment and the patient received a training on what to do if bg levels rise in the future. The patient was discharged after six days.